Manufacturer narrative:
Fa-q323-hf-4 cardiomems pes right angle power extension cable failure notice issued by abbott on 04 oct 2023.

Manufacturer narrative:
Manufacturer's investigation conclusion: one cardiomems patient electronic system was received for evaluation. Visual inspection revealed that the power extension cable was frayed with exposed wires. As received, the unit could not be turned on due to a frayed power extension cable. The backplate of the device was removed, and the power supply was connected directly to the device and the device was able to send readings successfully. No loss or interrupted power was observed. The device was opened up and there was no internal damage or burn scorched marks observed. The reported event of sparking was not reproduced but the device would not turn on due to the frayed and exposed wires. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
It was reported that the patient electronic system (pes) was sparking near the black connector plug on back of pes. The pes was replaced. There were no patient consequences.